Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had dislodged drive support cap. It was reported that the customer had a travel loaner pump that they were able to use as a replacement. Nothing is being returned or replaced. The customers blood glucose level was unknown.